Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and advised to call back if the issue recurred, and the customer acknowledged this guidance.